Event description:
It was reported that the ilet was not displaying a dexcom g7 sensor reading while the dexcom app showed a reading, indicating intermittent communication limited to the ilet; troubleshooting included toggling the g7 connection and restarting the sensor, after which the sensor successfully paired, and the g7 pairing code was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure between the ilet and the cgm, with involvement of the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.